Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse determined multiple cuvette wash/vacuum probes were obstructed and replaced the probes to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600i synchron access clinical system generated "cartridge chemistry reaction carousel temperature out of range" and "10 cuvettes have failed water blank" errors and a possible cuvette overflow condition occurred because liquid was observed on the outside of the cuvettes. The operator wore personal protective equipment consisting of gloves, a gown and eye protection while troubleshooting. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.